Event description:
A spring broke inside of the instrument, an 8 mm maryland bipolar forcep. The device had to be removed because it malfunctioned and in order to remove the instrument, the entire trocar it was passed through needed to also be removed due to the broken spring. A new cannula and instrument were used after the malfunctioned set failed.there was no harm to the patient. The instrument was sent to our central sterile processing for decontamination and for notification to the vendor.